Event description:
It was reported that the burr became stuck on the wire, and the burr fractured the wire. A 1.25mm rotapro and rotawire and wireclip torquer were selected for use in a percutaneous transluminal coronary rotational atherectomy (ptcra) procedure. The target lesion was approximately 75% calcified and located in moderately tortuous anatomy. During the procedure, while in the ramus circumflex artery (rcx), the burr temporarily failed at the intended high rotation speed and was unable to rotate again. The burr was stuck on the wire and could only be withdrawn approximately 5cm into the guide catheter. Once in the guide catheter, it was able to rotate again at high speeds. The burr then fractured the wire and went straight out of the main trunk causing a perforation. The rotapro drive shaft broke, so only the shaft was able to be pulled out. The patient experienced rapid tamponade, which resulted in pericardial drainage. The perforation was not stabilized by a main stem balloon. Therefore, the perforation was treated by implanting a covered stent from the ramus interventricularis anterior (riva) to the main stem ostium. The burr was jailed and occluded the rcx and ramus intermedius. The patient was stable when moved to the operating room. A piece of the device was removed. Surgery was noted to be successful. The patient was fine post procedure.